Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in a coronary artery. During advancement of the 3.5x12 mm xience prime stent delivery system (sds), resistance was felt and the stent dislodged. The dislodged stent was removed from the anatomy and the procedure was completed using a non-abbott device. There was no clinically significant delay in the procedure. No additional information was provided.